Manufacturer narrative:
Device has been evaluated but not yet repaired pending the customer's approval of the service estimate.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was not legible. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The technician noted that physical damage was observed. The device's lcd screen needs to be replaced to address the issue.